Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited over-sensing noise which lead to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct serial number should have been (B)(6), rather than (B)(6). The correct implant date should have been (B)(6) 2013, rather than (B)(6) 2013. The correct patient's name, weight, and date of birth should have been (B)(6), unknown, (B)(6) 1940, rather than (B)(6), 155 lbs., (B)(6) 1936.